Event description:
A (B) (6) male pt contacted lifecor customer support to report that he has just changed his battery pack and the monitor will not turn on. Support sent a pt services rep (psr) to the pt and the psr replaced the pt's battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.